Event description:
It was reported that the vns patient underwent surgical replacement of the generator due to a near end of service condition on the device's battery. The explanted device was returned to the manufacturer. Analysis of the device confirmed the near end of service condition. Review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted events, there were no performance or any other type of adverse conditions found with the pulse generator.